Event description:
Related to MFR report # 2183959-2012-03280. Related to MFR report # 2183959-2012-03282. It was reported that the plaintiff was implanted with an elevate posterior with intepro on (B)(6) 2010 to treat uterine prolapse, cystocele, rectocele, and enterocele. An additional ams device was implanted on the same surgical date. It is alleged the plaintiff experienced emotional distress and problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).